Event description:
I have a knot inside of me, I vomit everywhere, my private part hurt ongoing. This essure is caution my body to ach 24 7 days and nights. It hurt when I breath or cough. I am continue up all night with this pain from the essure. Something is stick me from the inside.